Event description:
When the "treat" button is pressed the timer starts incrementing and the source remains in the fully shielded position. The control console indicators and radiation monitor accurately reflected the source beam position.